Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Customer also stated that the insulin pump had couple of pump error alarms. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that the self test was also passed. Troubleshooting was declined by the customer for low blood glucose level. The device will be returned for analysis.